Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on completion of administering chemotherapy a small red stained wet patch on PICC line under dressing was noticed. Specialist nurse review, nurse in charge informed, dressing removed, PICC line flushed with saline noticed wet patch coming from small hole on outside of PICC line. PICC line removed. Patient denies any pain or discomfort from site. No redness or swelling evident at PICC site. Good venous return noted in PICC line throughout chemotherapy. Dwell time of PICC 62 days. Patient reviewed by doctor, arm rinsed with warm soapy water and hydrocortisone cream applied as a prophylactic measure, referred to nurse led PICC service for removal line removed. No impact to the patient.